Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the console did not recognize the unit and a pin was pushed back; therefore, the pretest could not be completed. However, upon further inspection, it was determined that the pin was not only pushed back out of the connector but bent as well. It was determined that the console did not recognize the motor because the pin was not making electrical contact. It was determined that the pin was bent and pushed back because of excess force while inserting the motor to the console. It was determined that this what caused the console to not reconize the unit and caused the e8 for the customer. Therefore, the reported condition was confirmed. The assignable root cause was due to damage caused by misuse / abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported that during pre-surgery testing it was observed that an e8 error code was displayed when the motor device and console device were being used together. There was no delay to a scheduled surgical procedure due to the event as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.